Manufacturer narrative:
The referenced heart transplant was reported under medwatch MFR# 2916596-2015-02224. (B)(4). Approximate age of device ¿ 4 months. The device was returned for analysis. The evaluation is not completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a heart transplant on (B)(6) 2015 and fluid was found around the lvad during explant. There was no odor, no tracking along the driveline, and no prior fever or hemodynamic evidence of infection or sepsis. A culture of the pump pocket was positive for staphylococcus aureus. It was reported that the infection was an incidental finding during transplant and that the patient had no symptoms and was not being treated for infection prior to the transplant. The patient is currently being treated with vancomycin and zosyn.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. No device-related issues were identified through the analysis of the returned device. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.